Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) receive receives an inappropriate shock every morning. The patient was evaluated and the programming settings were adjusted. The s-ICD remains in service and no additional adverse patient effects were reported.